Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a dislodgement. It is unknown if the lead will return. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the section d: suspect medical device.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a dislodgement. No additional adverse patient effects were reported. This lead has been returned as is pending analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a dislodgement. The lead is not expected to return. No additional adverse patient effects were reported.